Event description:
In 2008, the patient was implanted with gore excluder aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm. During the procedure, there was a persistent proximal type 1 endoleak of the trunk-ipsilateral leg component. An aortic extender was placed to address the endoleak. After seating with a 25 mm maxi ld balloon, the aorta ruptured. The physician converted to open surgery to explant the endoprotheses and cover the rupture with another bifurcated vascular graft. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results: the review of the mfg records verified that this lot met all pre-release specifications. Conclusions: device used outside of instructions for use (IFU). According to the IFU, aortic neck angulation should be less than 60 degree. Another device caused failure. The 25 mm maxi ld balloon was used in a vessel measuring 16-21 mm.